Event description:
It was reported that, the patient with this pacemaker was in the hospital for follow-up after radiotherapy session. Upon interrogation, the device went operating in safety mode after last radiotherapy session. The pacemaker was explanted and replaced and will be returned for analysis. No additional adverse patient effects were reported.